Event description:
Customer's father called to report insulin leaking past o-ring on two reservoirs. Father stated he only saved last reservoir. Customer confirmed he does cycle reservoir but states he pinched on the reservoir to assist with removing the plunger.